Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
A 50 ml syringe leak. On 2 occasions, we had a 50-ml syringe leak. Liquid had passed along the piston seal and ended up under the piston (see photo).

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: one photo samples was provided to our quality team for investigation. Through visual inspection, a leakage past the stopper ribs is observed, verifying the reported incident. A device history review was performed for the reported lot 2303075, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. Retained samples of lot 2303075 were used for additional evaluation. The product was visually inspected, no defects or damage was noted, the stoppers were verified to be properly assembled on to the plunger rod, and no leak was identified. It is possible the leak occurred as a result of the force exerted on the product while drawing up the medication. Without the physical sample to evaluated, this cannot be verified. Based on our investigation and given the device records did not reveal any quality issues, we cannot identify a root cause related to the manufacturing process at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.